Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter as it was used ex-tube the drug leaked from the connection. There were five occurrences. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: used with ex-tube. Drug leaked from the connection. The issue occurred several times on lot#8218966.

Manufacturer narrative:
H.6. Investigation: visual/microscopic evaluation: a small amount of damage on the inside rim of the luer adapter. Water/air leak test: the water/air leak test was performed. No leakage was observed in any area of the used catheter/adapter. Fluid leak test: using the returned syringe and extension tubing performed a fluid leak test. Using a red dye/water solution performed the fluid leak test. The fluid flowed through to the current tip of the catheter and no leakage was observed at the connection site photos based on the submitted photo the defect leakage at adapter tubing junction was not confirmed. Photo nine revealed a small amount of damage on the inside rim of the luer adapter. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. The defect leakage at adapter tubing junction could not be confirmed or replicated with the returned unit. Although the defect leakage at adapter tubing junction was not confirmed; the damage to the inner rim of the adapter could result in an open path where air could be introduced, or leakage could occur in the clinical setting.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter as it was used ex-tube the drug leaked from the connection. There were five occurrences. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: used with ex-tube. Drug leaked from the connection. The issue occurred several times on lot#8218966.